Event description:
It was reported that the customer experienced an elevated blood glucose level of 900 mg/dl, due to a pump occlusion and urinary tract infection (uti). Reportedly, the customer passed out, paramedics were called and addressed the customer¿s bg with a manual injection and intubation. The customer was transported by paramedics to the hospital and admitted to the intensive care unit (ICU). At the hospital, the customer was treated with intravenous fluids of saline and insulin. Customer was discharged (B)(6) 2023 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, the customer reported using fiasp insulin with the pump and was informed that fiasp is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
Only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.